Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one device. The unit was received with advanced pushers and staples; bent and damaged. The sulu was reset, loaded into the stapler, and applied to test media. The jaws close smoothly and the handle actuated properly. The staples formed properly. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the advanced staples and staple pusher condition may occur when the firing stroke is not completed during application. The instructions for use of this product state: to fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position. If the instrument handle is partially squeezed during firing then released, bleeding may occur as the instrument was not fully fired. The current packaging design for the product does not allow room for advanced staples, thus the condition could not have occurred during assembly or shipment. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a open ileostomy procedure, the customer noticed that the device partially fired and staples did not deploy. The handle returned to the open position following the first full squeeze of the handle. Following the second complete squeeze of the handle the device did not remain in the closed position. A new device was used to complete the procedure. No medical or surgical intervention was required. There was no injury to the patient.